Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The motor ran really slow and made a grinding noise. Customer's blood glucose level was 277 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed motor error during rewind due to an out of phase motor encoder signal. Unable to perform operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the motor position encoder error alarm or motor ran really slow and made a grinding noise due to the motor error alarms. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.